Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown spine implant. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown spine implant. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in a recent minimally invasive surgical transforaminal lumbar interbody fusion (mis tlif) procedure, the surgeon used vivigen as a graft material which resulted in a non-union. No further information is available. Concomitant device reported: unknown vivigen (part # unknown, lot # unknown, quantity unknown) this report is for one (1) unknown spine implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.